Event description:
Hill-rom received a report from a hill-rom tech stating the bed exit will not alarm. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found a bad buzzer on the scale board. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006, 2007, 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the external alarm/scale board kit and calibrated scale to resolve the issue. Based on this info, no further action is required.